Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: snf: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter. Filter release/deployment. Note: the dome of the filter will normally descend 1-2cm during shape recovery so that its tip will be lower than its actual position in the introducer before unsheathing. If the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens. Rnf: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. G2/g2 express/g2x: the current IFU (instructions for use) states: warnings/potential complications: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 18 months post filter deployment, allegedly the filter was identified to have tilted and perforated the ivc wall. No reported attempts were made to retrieve the vena cava filter. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were received. Medical records were not provided. The investigation is inconclusive for the alleged filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that approximately 31 months post filter deployment, allegedly the filter was identified to have tilted and perforated the ivc wall. No reported attempts were made to retrieve the vena cava filter. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years post deployment, the patient experienced abdomen pain associated with right/flank pain. The CT scan revealed that misaligned ivc filter with several struts penetrating through the left wall of the ivc and extend into the interaortocaval space, which resulted in a more transverse orientation of the filter compared to its intended vertical orientation. Therefore, the investigation is confirmed for filter tilt, perforation of the filter limbs in the ivc wall. However, the investigation is inconclusive for the filter migration.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011).

Event description:
It was reported that approximately 31 months post filter deployment, allegedly the filter was identified to have tilted and perforated the ivc wall. No reported attempts were made to retrieve the vena cava filter. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and embedded in the wall of ivc and struts perforated and extend into the interaortocaval space. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.